Event description:
It was reported that this patient's communicator showed a red call doctor icon which indicates a potential change in the patient's implanted device, that was not transmitted. Technical services recommended a few troubleshooting options, however, the issue remained unresolved. Further information was received indicating that the red alert was triggered due to high right ventricular pacing impedance out-of-range of over 3000 ohms. Technical services reviewed the case and indicated the impedance trend looked like spring contact issue behavior. Eventually, this implantable cardioverter defibrillator was explanted and returned without any further information. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. Upon receipt at our post market quality assurance laboratory, this implantable cardioverter defibrillator (ICD) was thoroughly inspected and analyzed. The baseline testing completed on the device found no failing conditions. However, based on the field information provided, this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this patient's communicator showed a red call doctor icon which indicates a potential change in the patient's implanted device, that was not transmitted. Technical services recommended a few troubleshooting options, however, the issue remained unresolved. Further information was received indicating that the red alert was triggered due to high right ventricular pacing impedance out-of-range of over 3000 ohms. Technical services reviewed the case and indicated the impedance trend looked like spring contact issue behavior. Eventually, this implantable cardioverter defibrillator was explanted and returned without any further information. No additional adverse patient effects were reported.